Manufacturer narrative:
New information has been received, and reassessment of the complaint found that it is no longer a reportable issue. The event is no longer associated with a serious injury or potential for serious injury with reoccurrence. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic right inguinal hernia repair, when tacking for mesh fixation, the first firing was attempted in the cooper ligament with the first tacker, but the squeezing was stiff and could not be fired. However, the tacker tip was found to be pushed against the cooper ligament. The device could not be fired, and it was removed from the trocar and squeezed on the desk once, but it still could not be fired. Afterwards, a second tacker from the same lot was opened; it was able to perform the 2-3 firing without any problems, but after that, it stopped tacking. The tacker was unable to fire, and squeezing could not be done. A competitor's product was opened and used to resolve the issue. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: abstack15 - abstack15 abs fixation device 15 tacks, lot# n3d0157y. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic right inguinal hernia repair, when tacking for mesh fixation, the first firing was attempted in the cooper ligament with the first tacker, but the squeezing was stiff and could not be fired. However, the tacker tipwas found to be pushed against the cooper ligament. The device could not be fired, and it was removed from the trocar and squeezed on the desk once, but it still could not be fired. Afterwards, a second tacker from the same lot was opened; it was able to perform the 2-3 firing without any problems, but after that, it stopped tacking. The tacker seemed jammed, and squeezing could not be done. A competitor's product was opened and used to resolve the issue. There was no patient injury.